Event description:
Pt reported that device caused them to experience high blood glucose. No error messages were generated by the device. Pt switched to competitor's device, and now their blood glucose is ok. However, pt also changed from using humalog to novolog at time of device change. Pt self-treated high blood glucose by delivering insulin via injection.